Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that since the pump stall recovered the healthcare provider decided to monitor the patient for future motor stalls. The patient was educated on critical <(>&<)> non critical alarms and is instructed to call the physician if alarm sounds again. They will also re-interrogate the pump to check logs in 2 weeks. The cause for why the pump stalled, that has not been resolved. They ruled out MRI, magnets, other forms of emi. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal dose and con centration nor reported via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On 08-oct-2019 it was reported that the patient¿s pump was implanted on (B)(6) 2019 and there was a motor stall that occurred on friday, (B)(6) 2019 for an hour then it recovered per the event logs. Per the reporter it was unknown what the patient was doing at the time of the stall, but the patient denied any emi that would have caused the pump to stall. The reporter was inquiring about the next steps and troubleshooting was reviewed. The reporter would confer with the healthcare provider. No patient symptoms and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the motor stall was not determined. The healthcare provider planned to monitor the patient and the pump. No further complications were reported or anticipated.